Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. However, device received with cracked keypad at select button, keypad overlay texture damage, scratched lcd window and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 178 mg/dl at the time of incident. Customer reported that they had hard time pressing the keypad of the insulin pump, however sometimes it was working sometimes it did not. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer assisted with troubleshooting. Customer stated that the sensor had change sensor alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.